Manufacturer narrative:
Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be determined.

Event description:
Clinical trial. It was reported that 1716 days following a coronary artery stenting procedure, the pt underwent CABG (coronary artery bypass grafting). The index procedure identified and treated one 2.5x14mm, 90% stenosed lesion in the proximal lad (left anterior descending). Treatment was with predilation, placement of a 2.5x16mm express2 bare metal stent, and post dilated resulting in 20% residual stenosis. The pt was discharged the next day on asa and plavix. The pt underwent CABG x3 1716 days following the index procedure. The pt presented 10 days prior to the CABG procedure with shortness of breath, chest tightness, wheezing, and was found to be in congestive heart failure. EKG showed some global st-t changes suggestive of ischemia and a mild troponin elevation was also noted. At this time the pt also underwent aortic valve replacement due to severe aortic insufficiency. The CABG procedure consisted of lima to distal lad svg to distal rca, and svg to om1. The event was reported as resolved six days later. The physician reported it was unknown if the event was related to the study device.